Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mom reported via phone call that the up and the down arrows are sticking and have to be pressed firmly. The customer's blood glucose level was unknown. The customer also reported that the battery life diminished and rejected new battery. The device will not be returned for analysis.